Event description:
Asr revision; asr xl system ( right). Update: confirmation of revision, and surgery dates received (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip implants. Update: confirmation of bi-lateral revision, and surgery dates received 29 june 2012. Have received two sets of xl products codes (as copied below) however crawfords cannot confirm which lot codes relate to which revision. Lot codes will be added when confirmation is received. Asr xl system ( right). This dint relates to the right hip revision. For the left hip revision please see (B)(4). Product lot codes - 2579007; 2721236; 2644644; 2622657. Update 21 apr 2015 - bilateral see (B)(4) for left side revision. Claimsuite received lot numbers provided for cup and head, stem and sleeve details, unknown reason for revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)reason for original complaint - asr revision, asr hip implants. Update: confirmation of bi-lateral revision, and surgery dates received (B)(6) 2012. Have received two sets of xl products codes (as copied below) however (B)(6) cannot confirm which lot codes relate to which revision. Lot codes will be added when confirmation is received. Asr xl system ( right). This dint relates to the right hip revision. For the left hip revision please see (B)(4). Product lot codes - 2579007; 2721236; 2644644; 2622657. Update (B)(6) 2015 - bilateral see com (B)(4) for left side revision. Claimsuite received lot numbers provided for cup and head, stem and sleeve details, unknown reason for revision. (B)(4). Update (B)(6) 2015 confirmation received , reason for revision is alval/soft tissue reaction (B)(4).